Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer, h6. Health impact and h6. Evaluation codes: updated. One device was received. Visual inspection noted a damaged liquid crystal display (lcd), worn enclosure, and broken tank cover. Filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device was run on the safety/electrical test which it failed because of a current leak confirming the customer complaint. A root cause was due to an electrical ground failure. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: unknown.

Event description:
It was reported the device had a bad current leakage. No patient injury was reported. Additional information received via email on 9-jan-2023: event occurred prior to case; no patient involvement.